Event description:
It was reported that the location of the pump was causing the pt hip pain. The pump was moved to the other side of the pt's abdomen. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).